Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the minicap disconnected from the peritoneal dialysis (pd) transfer set which resulted in peritonitis. The patient replaced the minicap with the one that fell off the transfer set which resulted in contamination. Peritonitis was manifested by cloudy effluent. The patient was not hospitalized for peritonitis. On an unspecified date, the patient was treated with two unspecified antibiotics (intraperitoneally) for peritonitis. At the time of this report, the patient had recovered from peritonitis and pd therapy was ongoing. No additional information is available.